Manufacturer narrative:
Follow-up #1: date of submission 02/18/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2014 with the following findings: the keypad cover was torn at the up button. All of the keypad buttons responded intermittently. The bolus button cover was torn and difficult to push. The keypad cover was removed and contamination was found under all button contacts. Unrelated to the keypad issue, the vibration motor was tested and found to be missaligned.

Event description:
On (B)(6) 2013, the distributor contacted animas, alleging that the keypad was damaged and the up, down and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #2 correction and additional information.investigation also revealed that the display screen for this device was dim and discolored.